Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during regular follow up the ventricular assist device (vad) coordinator found green substance on/in the patient's system controller cable. There was no malfunction of the system controller but it was exchanged out of precaution.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of green fluid on the system controller (serial number: (B)(6)) was confirmed. The controller was returned for analysis, and evidence of fluid ingress was found on the white power cable. Data from the reported event dates of 23may2025 ¿ 26may2025 was reviewed in the downloaded and submitted log files and showed the controller functioning as intended for the duration. The driveline was disconnected on (B)(6) 2025 at 10:31, consistent with the reported controller exchange. No notable events were observed in the data reviewed. The controller passed all functional testing without issue. The fluid ingress did not appear to prevent the controller from supporting the system as intended. Provided information indicated that the fluid was noted during a routine follow-up, and that there were no alarms or issues associated with the fluid. The root cause of the fluid ingress was unable to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.